Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received that the device did not display the volume delivered. During testing by the user facility, the biomedical engineer reported that the pump would infuse; however, the total volume delivered would not increment. The total volume infused was displayed as 4 horizontal dashes at the lower bottom corner of the screen and could not be cleared. There were no reports of any adverse patient events while this device was in clinical use. Though requested, no additional information was provided.